Event description:
The customer reported that the images were blurry to the point that they were uninterpretable. It could or did result in the termination and/or rescheduling of an interventional procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.